Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The drain line was submerged but the patient repositioned the line. The patient received m31 air detected in cassette and notice: draining slowly warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the event and to let the cycler dry and to continue use of the cycler for the next treatment. The patient knew how to perform manuals. Upon follow up, the patient contact confirmed the reported event. The contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. Per contact fluid was found in the pump module area of the cycler and on the external of the cassette but the patient was unable to identify the exact location of the leak. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The patient has resumed treatment using a replacement cycler without further issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported fluid was discovered in the pump module area and on the external of the cassette during step 9 tx complete of treatment. The patient was connected during the incident. No air bubbles were found. The drain line was submerged but the patient repositioned the line. The patient received m31 air detected in cassette and notice: draining slowly warnings that occurred drain 3 of 4 of treatment and and prior to the fluid leak. The patient contact was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the event and to let the cycler dry and to continue use of the cycler for the next treatment. The patient knew how to perform manuals. Upon follow up, the patient contact confirmed the reported event. The contact stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarms during drain 3 of 4 of treatment. Per contact fluid was found in the pump module area of the cycler and on the external of the cassette but the patient was unable to identify the exact location of the leak. The patient contact confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation. The patient has resumed treatment using a replacement cycler without further issue.